Event description:
Boston scientific received information that noise oversensing, high threshold and gradual increase of pacing impedance up to 2,985 ohms were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. There were a lot of noise observed but no therapies were given by the device. Additionally, it was confirmed that the patient was not pacemaker dependent and the performed chest x-ray showed no abnormalities. Also, there was no asystole of greater than 2 seconds due to oversensing. Boston scientific technical services (ts) discussed the potential causes for the noise and the high pacing impedance measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.